Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, a titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the pump bulb between the first and second rib. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted to separate the site. Not all testing was able to be performed due to the condition in which the pump was received. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump bulb indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.